Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue, off label use. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 525cc silicone breast implants which the left side had issue with capsular contracture baker grade iii, and bilateral issue with breast asymmetry after implantation. The issue was confirmed by the physician. As a result patient had the left implant removed and replaced with another implant catalog number smpx-525, serial number (B)(4), and bilateral crease plication on (B)(6) 2019. This report is for the right side. Note. Doctor reused the same implant on the right side.